Event description:
It was reported that the patient implanted with this pacemaker system passed out and fell down. The patient was referred to the clinic. This pacemaker system remains in service. No additional adverse patient effects were reported.